Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist to cease treatment. The dentist states in the letter that upon evaluation with radiographs and intra oral scan, it is found the patient bite alignment is off. The patient presented with posterior open bite and anterior occlusion. It is the dentist opinion that the byte aligners are causing malalignment of the patient's dentition which will have detrimental consequences. Patient advised to cease wearing the byte aligners.

Manufacturer narrative:
Follow-up report was submitted to FDA on 11/24/2025 that included this information.